Event description:
According to the customer on (B)(6) 2024, "a syringe was found in one of the angio packs which is contaminated with a hair".

Manufacturer narrative:
According to the customer on (B)(6) 2024, "a syringe was found in one of the angio packs which is contaminated with a hair". There was no patient involvement. It was confirmed that that hair was inside the syringe. Asample is available for evaluation. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on (B)(6) 2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.